Event description:
It was reported that entrapped air occurred. An opticross catheter was selected for intravascular ultrasound (ivus). During preparation, the initial image appeared normal, but shortly afterward bubbles were observed and the image turned black and became non viewable. The catheter was difficult to flush. Three attempts were made to flush the catheter to remove air, both inside and outside the patient, but air continued to appear during pullback. Resistance was also noted when attempting to push fluid through the syringes. The procedure was successfully completed with another device. No patient complications were reported, and the patient fully recovered.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.